Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels; values were not provided. Low bg causes were not known. Customer consumed carbohydrates to address bg. Multiple attempts were made by tandem technical support to obtain a pump upload in order for a pump data review to be performed; however, no response from the customer was received.